Event description:
The manufacturer received information alleging that during inspection of the event log, an error code related to active exhalation valve. Evt_aev_failure means the active exhalation valve is stuck closed. There was no harm or injury reported. The proportional valve was replaced to address the issue. Additionally, an error code related to the motor was found in the event log. Evt_motor_flux_magnitude_runtime means the motor flux measurement is either too high or too low when the motor is in the run state. The blower assembly was replaced to address the issue. Also, an error code related to the fio2 sensor was found in the event log. Evt_fio2_sensor_railed_low means the voltage output of the fio2 sensor railed to minimum value. The fio2 sensor was replaced to address the issue. These two error codes are not related to the reportable malfunction/issue.